Manufacturer narrative:
The device was not returned to resmed for evaluation. A n astral product support representative assisted the customer to troubleshoot the issue and identified that the error messages (sf75 and sf218) were due to a failed software upgrade. The customer was provided with instructions to perform a software recovery procedure to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf75 and sf218) indicating a pneumatic block software calibration issue and main board error. The device was not in use when the fault occurred; therefore, there was no patient involvement.